Event description:
It was reported that patient underwent an inflatable penile prosthesis (ipp) surgical intervention as per physician the patient had buckling noted in cylinders, and cylinders were not inflating. The physician suspected pump issue. An old device was explanted and replaced with a new device. Upon explant of the device, no signs of damage were noted to the device. The patient outcome was expected to be fully recovered.